Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported problem, no guide for loading tubing, which was confirmed upon power on when the device did not recognize an open door. Evaluation determined during a visual inspection that the cause was a broken upper auxiliary sensor hook switch. The upper auxiliary sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not prompt the user to load the tubing into the pump. There was no patient involvement. No additional information is available.